Manufacturer narrative:
The mayfield infinity skull clamp (a1114) was returned for evaluation: failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The clamp does have slight rotational movement in the lock, but that would not cause any movement once the clamp is properly positioned and put under pressure. However, the unit is older than 10 years old (manufactured in 2012) and is no longer serviceable and will be returned to the customer unrepaired due to its age. Root cause - the complaint is not confirmed. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility has reported that during an unspecified procedure, the patient's head moved in the mayfield infinity skull clamp (a1114). There was no patient injury and no known delay in surgery.

Manufacturer narrative:
This supplemental MDR is for a correction to the catalog# submitted in the initial MDR.

Event description:
N/a.